Event description:
A revision surgery was reported where biomet implants will be removed from the patient.

Manufacturer narrative:
Manufacturer received an email indicating removal of patient matched tmj implants. Further follow up identified email has been shut down and undeliverable messages are received. No further contact information has been provided and no details regarding possible revision have been obtained. If any additional information is received and supplemental report will be submitted.